Event description:
A report was received that a patient was explented due to discomfort from the paddle lead. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02 serial # (B)(4), description: precision ipg kit the explanted devices were not returned to bsn as they were discarded by the medical facility.